Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. No specific values were provided. It was reported that the customer calibrated five to six times a day. The issue occurred with two sensors from the same box. At the time of the phone call the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.